Manufacturer narrative:
The device history records for the sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2014. Upon receipt, the device could not be powered on and the -ve terminal pogo pin was found to have failed. A closer inspection revealed that the pogo pin had a significant less resistance compared to +ve pogo pin, this would have prevented the pin from springing back fully into position. The failed pogo pin had resulted in an intermittent connection from the device to the pad-pak resulting in voltage fluctuations throughout the device memory and the multiple low battery fails, beginning on the (B)(6) 2017. The user would have been alerted with a ¿warning, low battery¿ prompt alongside a flashing red status led. This would confirm the failed pogo pin had caused the intermittent connection from the device to the pad-pak. It is the policy of heartsine not to refurbish devices which have been returned from the field after investigation, therefore this device shall be retained and replaced with a new sam 350p.

Event description:
There was no patient involved in this event. Device has a pogo pion stuck inside.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
There was no patient involved in this event. Device has a pogo pion stuck inside.